Event description:
Caller reported a malfunction on the pump, identified as malfunction code 3-0x2076. There was no adverse impact to the customer¿s blood glucose level. Customer opted for mdi as a backup therapy.